Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested, but not provided, however customer stated the patient was an adult.

Event description:
It was reported that the cyclophosphamide/cisplatin/etoposide/doxorubicin combination chemotherapy infusing at a rate of 46.3ml/hour with a vtbi of 1,110.6 ml programmed for a duration of 24 hours took longer to infuse than expected and completed in 27hours. The customer reviewed the infusion pump data and noted that the pump was paused throughout the infusion, alarming, or running at kvo rate (5 ml/hr) for a total of 61.5 minutes. There were no other pauses or delays noted that would account for the remainder of the time it took the infusion to complete past the programmed 24 hours. There were no adverse effects cause to the patient from the event.

Manufacturer narrative:
Additional information: d11 the report of a device infusing slower than expected was not confirmed. ¿ the pcu error log showed that no errors were recorded on the reported event date ¿ the pcu event log showed that on (B)(6) 2020 at 4:52 pm, the suspect device received a remote IV to infuse chemo combo (drugid=172) over 24 hours at a rate of 46.275 ml/hr (vtbi= 1110.6 ml). During the infusion, the suspect device recorded multiple alarms and was paused multiple times for a total stop time of 40 minutes 47 seconds. On (B)(6) 2020 at 5:33 pm, approximately when the infusion was expected to complete (after accounting for the recorded stop time), the suspect device programmed additional volume to be infused. Additional volume completed when expected. ¿ testing showed the pumping mechanism was operating within specification. ¿ inspection of the pumping mechanism showed no abnormalities. ¿ the event administration tubing set was not returned for investigation. The proximate cause of the device infusing slower than expected was believed to be a result of pump alarms and programmed additional volume to be infused.

Event description:
It was reported that the cyclophosphamide/cisplatin/etoposide/doxorubicin combination chemotherapy infusing at a rate of 46.3ml/hour with a vtbi of 1,110.6 ml programmed for a duration of 24 hours took longer to infuse than expected and completed in 27hours. The customer reviewed the infusion pump data and noted that the pump was paused throughout the infusion, alarming, or running at kvo rate (5 ml/hr) for a total of 61.5 minutes. There were no other pauses or delays noted that would account for the remainder of the time it took the infusion to complete past the programmed 24 hours. There were no adverse effects cause to the patient from the event.